Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread and is lying next to it. It occurred before use. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue, both closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 7 closed samples and 2 open and unused samples; 1 open and unused sample with the needle detached from the thread (needle is missing and the thread is still wound on the pack) and the other open and unused sample with the needle attached to the thread. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on all closed samples received are 1.10 kgf in average and 0.97 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.